Event description:
I've had essure since 2012, and have chronic cramps a few dats prior to my cycle and a couple days while on. I have had severe lower back pain that is getting worse since (B)(6) 2013.